Event description:
The health care provider (hcp) reported that patient's device was implanted a few years ago on (B)(6) 2013. It helped, but then the patient needed a laparoscopic pyloroplasty by their hcp a year later. The patient was seen by their hcp on (B)(6) 2015 and the stimulator was on the left and the leads extending to the stomach appeared to be intact without evidence of fracture. The patient had gastroparesis and had an unremarkable bowel gas pattern. The patient had a diagnostic egd on (B)(6) 2015 as there was a question of lead malfunction or protrusion. The endoscope was introduced through the patient's mouth and was advanced to the second portion of the duodenum. The instrument was slowly withdrawn as the mucosa was fully examined. The duodenal mucosa showed no abnormalities and the leads photographed did appear to be bulging into the mucosa. A percutaneous exam corresponded with these findings. Retroflexed views revealed a hiatal hernia. The patient had a failed pacemaker and needed battery replacement surgery in (B)(6) 2015. Only the gastric pacemaker was replaced on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.